Manufacturer narrative:
The product was not returned for analysis. According to the report, user handling caused the event. The root cause for the reported complaint appears to be a coincidental event that was related to user (hcp) handling as the file states that user handling caused the event. Based on this information, the device did not cause/contribute to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched. There was no reported patient impact and the procedure was completed using a backup lens. Additional information was requested.